Manufacturer narrative:
1. DHR/bhr review (lot#4199356): 1) the products of this batch were assembled at intima ii auto line 4 in (B)(6) 2024 and packaged at r245 package line in (B)(6) 2024. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Check the retained samples of this batch, no foreign matter is found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, the condition and composition of the foreign matter in the indwelling needle cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/prn slm (B)(6) 2025. Nurse was giving IV fluids to a patient on doctor's orders, and while connecting an IV indwelling needle for venting, found a black fm in the tip of the indwelling needle, approximately 0.5 cm. At that time, immediately replaced the indwelling needle and scalp needle, and gave the patient an explanation. No harm was done to the patient. Npvc had foreign matter

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.